Event description:
Allegedly modular neck fx.

Manufacturer narrative:
Please disregard this report. This is a duplicate of MDR# 3010536692-2014-01618.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.